Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial with moisture and residue on the lens. Visual inspection found no visible damage to the lens and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -08.50/+2.0/085 (sphere/cylinder/axis), within the same surgery due to low vaulting. The lens was exchanged for a longer lens within the same surgery, and the problem was resolved. The cause of the event was unknown.